Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging numerous lines and blocks across the screen when the meter is powered on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.